Event description:
It was reported that the patient felt uncomfortable at the implant site at tooth location #35 and came to the clinic to check. It was found that there was an abscess and infection at the site, so the implant was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Additional PMA/510(k) number ¿ k011028/k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: date of this report was updated. Device availability and return date was updated. Date received by manufacturer was updated. Type of report was updated. Type of follow up was updated. Device evaluated by manufacturer was updated. Type of investigation code was added: 3331. Narrative/data was updated. DHR review was completed for the subject lot number (63849307). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (st3833) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (63849307) for similar events and three other complaints were identified. As documented in the summary investigation, contributing factors for the reported event likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique. Based on the summary investigation, no malfunction occurred upon investigation. The reported event remains non-verifiable as it is a medical condition.

Event description:
No additional event information received at the time of this report.